Event description:
Related manufacturing reference number: 2017865-2022-11839, 2017865-2022-11842, 2017865-2022-11843, 2017865-2022-11844. It was reported that the patient presented with a pocket infection. The implantable cardioverter defibrillator and right ventricular lead were explanted. The patient was in stable condition.